Manufacturer narrative:
Pump passed the displacement test. Pump received with cracked case at the display window corners, cracked lcd window, missing end cap sticker, stained address/serial number label and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip..

Event description:
Information received by medtronic indicated that the insulin pump had a crack above the screen and a chipped reservoir. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.